Manufacturer narrative:
The investigation determined that lower than expected vitros ammonia (amon) results were obtained from a non-vitros biorad quality control fluid processed using vitros chemistry products amon slides lot 1019-0264-4175 on a vitros 4600 chemistry system. The assignable cause of the lower than expected vitros amon results is an instrument issue related to microslide incubator contamination. Historical quality control results were imprecise. The cause of the microslide incubator contamination is unknown, however, a possible contributor is user error which included using ethanol to clean the vitros 4600 system. An ortho field engineer performed maintenance actions on the vitros 4600 system which included decontamination cleaning of the microslide incubator, replacing the cm/rt evaporation caps, replacing the reflectometer lamp and lens and performing correction factors. Following maintenance actions and a recalibration event, quality control results returned to expectations.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros ammonia (amon) results were obtained from a non-vitros biorad quality control fluid processed using vitros chemistry products amon slides lot 1019-0264-4175 on a vitros 4600 chemistry system. Biorad lot 54410 level 2 results of 73.1 and 42.9 umol/l vs an expected result of 91.6 umol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower-than-expected vitros amon results were obtained when processing a control fluid. No results were reported out of the laboratory. The customer stated that no patient results had been affected or questioned. There has been no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).